Manufacturer narrative:
D4 unique identifier (UDI) #: (B)(4).

Event description:
It was reported that prior to the start of surgery, the rosa emergency stop button light was on and the robot was unable to connect to the controller. Robot was shutdown, unplugged and restarted and light returned on upon second attempt to connect to the controller. The robot was shut down once more, unplugged for a couple minutes and the restarted and was then able to connect to the controller. Caused a delay of 10 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the controller did not connect and the emergency button light was on. This is due to the controller version, and can be solved after one or several shutdowns. In this case, the controller had to be rebooted twice. The issues experienced will be addressed through the continuous improvement of our product. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that prior to the start of surgery, the rosa emergency stop button light was on and the robot was unable to connect to the controller. Robot was shutdown, unplugged and restarted and light returned on upon second attempt to connect to the controller. The robot was shut down once more, unplugged for a couple minutes and the restarted and was then able to connect to the controller. Caused a delay of 10 minutes.